Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative and also for system error 2330 which occurred during self-testing, but the device passed the rite electrical test. The assignable cause for the reported issue of system error 2330 was determined to be the alternating current component printed circuit board. A service history review revealed no issues were identified that may have contributed to the issues of system error 2330. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The customer contacted baxter's technical service center to report a system error 2330 on the homechoice (hc), process step not specified. The baxter technical service representative (tsr) was unable to reset and would swap the hc. There was no manual exchange. The registered nurse would program the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.